Manufacturer narrative:
(B)(4). Physio-control has received the device at the mfg facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to deliver a charged energy during a ventricular ablation procedure. The pt was in a sustained ventricular tachycardia (v-tach) ECG rhythm and received two cardioversion shocks at 200j until the device failed to deliver the third 200j defibrillation energy. Following the device issue, the health care providers initiated chest compressions until a second defibrillator (zoll brand) was connected and provided a defibrillation shock. The pt was successfully defibrillated with the second defibrillator shock. The pt was successfully defibrillated with the second defibrillator. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported issue was not determined.